Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 -conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, etc). Based on the limited information made available, a conclusive root cause could not be determined. However, the stenotic surgical aortic valve leaflets may have contributed to the elevated gradients. This event does not indicate device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a1., b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the mean gradient prior to the valve implant was 43 millimeters of mercury (mmhg). The implant depth at the non-coronary cusp (ncc) was noted to be 2 millimeter (mm) and the implant depth at the left coronary cusp (lcc) was noted to be 3 mm. There was no evidence of thrombus or leaflet thickening on the valve. It was noted that the stenotic surgical aortic valve leaflets may have contributed to the elevated gradients.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26; product type: 0195-heart valves. Product ID: d-evolutfx-2329; product type: 0195-heart valves. Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first valve was loaded onto the delivery catheter system (dcs) via fluoroscopic inspection. The valve load was confirmed. The dcs and valve were inserted into the patient and advanced across the aortic valve. The valve was recaptured three times due to hypotension while deployed to 80%. The valve and dcs were removed, and the implanting team performed a pre-implant balloon aortic valvuloplasty. A new valve was loaded onto a new dcs and inserted into the patient. The valve was recaptured twice due to positioning issues. The implanting team decided to remove the valve and dcs and use a smaller size valve. A new valve was then loaded onto a new dcs and successfully implanted into the patient. It was noted that there was no treatment required for the hypotension, and the hypotension resolved. No additional adverse patient effects were reported. Additional information was received that one month and nineteen days post-implant, the patient had a thirty day follow up transthoracic echocardiogram and was reported to have a mean pressure gradient (mpg) of 33mmhg. Subsequently, the implanting team performed a post-dilation of the transcatheter aortic valve replacement. The mpg after the post dilation was 16mmhg. No additional adverse patient effects were reported.